Manufacturer narrative:
Review of the event log showed no errors occurred during the time of testing. Upon review of the batch files, all screening cells appeared visually negative with cell 1 having a very faint pink adherence surrounding the cell button. No additional testing could be performed due to insufficient sample volume. A service technician replaced the tubing on probes 1 and 2, and re-taught the left pipettor. The daily qc was performed. Sample runs performed as expected. Instrument is operating as expected.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) 3 assay on the galileo instrument. The customer performed an antibody identification panel and obtained positive results.